Event description:
The handpiece would not suction properly and it got hot during a procedure. There was no pt injury. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.